Manufacturer narrative:
The associated anthology inserter posterior hard was not made available for evaluation. Therefore a product inspection could not be performed. Reasonable efforts to obtain the batch number have not been successful. Device details were not provided. Thus, a review of the manufacturing records could not be performed. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during thr the device broke. No delay or injury reported. Back up available.